Event description:
The reporter alleges back to back readings of 399 mg/dl on the customer's meter and 109 mg/dl on the emt's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.